Event description:
Report rec'd from USA stating that the device will not run. It is known that the device was being used during surgery. It is also known that there was no patient or user injury; however, it is unknown if there was any medical intervention or surgical delay related to the event. The date of event is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).